Manufacturer narrative:
The field service engineer (fse) went to the customer site and observed a short circuit at the bulk power supply of the compressor, causing a fire event and damaging the compressor, bulk power supply, associated wires and pcb boards. The fse replaced compressor power socket. Bec internal identifier (B)(4).

Event description:
The customer reported a fire occurred inside the compressor unit of lh750 hematology instrument approximately ten minutes after powering off instrument. There was no death or injury associated with this incident there were no erroneous results generated as a results of this event. There was no impact or change to patient treatment. The customer reported flames and smoke inside the compressor unit. The fire department was not called for this event. The customer put out the fire with a fire extinguisher. The customer was not hurt as a result of this event.